Event description:
The customer reported obtaining low erroneous ion selective electrodes (ise) patient results including sodium (na), potassium (k) and chloride (cl), on their au480 clinical chemistry analyzer (pn b96693, sn (B)(6)). The customer indicated calibration and quality control (qc) testing passed. There were no erroneous ise patient results reported outside of the laboratory. There were no injuries, deaths, or delays/changes associated with this event. The customer did not provide patient demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) provided the customer with over the phone support and recommended the customer to inspect the sample probe for any blockage. The customer informed fse there was a partial gel blockage in the sample probe. The fse instructed the customer to replace the sample probe and run calibration and quality control (qc) testing. The customer replaced the sample probe and performed successful calibration and qc testing. The issue was resolved by recommended troubleshooting. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).